Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited t-wave oversensing. Upon review, technical services (ts) stated that there were several non-sustained ventricular tachycardia (nsvt) episodes for t wave oversensing. The physician wanted the health care professional (hcp) to change the sensitivity. This device remains in service. No adverse patient effects were reported.